Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was exhibited loss of capture and high pacing threshold measurements. At this time the ra lead has been reprogrammed and remains in service. No adverse patient effects were reported.